Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia) due to increased sensing integrity counter (sic) and high rate non-sustained episodes. Additionally, the rv lead exhibited oversensing on during arrhythmia detection and undersensing on monitored episodes. The rv lead remains in use. No patient complications have been reported as a result of this event.